Manufacturer narrative:
The device was returned to heartsine for evaluation. The technician was able to verify the reported issue. Upon initial evaluation, the technician discovered the device could not be powered on via the on/off button. Corrosion was found under the dome of the button, resulting in the device's inability to be powered on and therefore no voice prompts were heard, as per the reported issue. The fault could not be replicated after the corrosion was cleared. Device logs indicated the device has been stored outside of indicated conditions. Root caused was traced to environment. The device was scrapped and the customer received a replacement device.

Event description:
The customer contacted heartsine to report that their device would not give voice prompts. In this state the user would not have proper direction to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is: (B)(6).

Event description:
The customer contacted heartsine to report that their device would not give voice prompts. In this state the user would not have proper direction to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.